Event description:
During a repair of the left shoulder, the needle broke. Sales representative confirmed that the needle was not re-used and it broke on the first pass, however, there was a back-up needle available. The tip of the needle broke off, which was not noticed until the surgeon saw the tip floating in some tissue. Surgeon was unable to retrieve the piece from the joint. A delay of 30-45 minutes resulted.

Manufacturer narrative:
Product has not been returned for evaluation.